Event description:
It was reported that a request for warranty has been made to perform a revision surgery for a patient with an ambicor penile prosthesis due to "the device does not deflate or inflate". No patient complications were reported in relation with this event. Additional information was received that the patient had his ambicor penile prosthesis (app) removed and replaced due to the prosthesis not deflating and it also had a herniation on the left cylinder. This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.